Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/15/2015. The fse found that the tubing became disconnected from pinch valve vl107b. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer during start up. The customer could not determine the exact location of the leak. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.